Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: cloudy gel, red particles, deformation, flat creases. Observed after autoclave cycle: bubbles in gel. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.